Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. A gravity calibration test was performed on the master tool manipulators (mtms) of the affected surgeon side console (ssc). The fse found not issues. The system was tested and verified as ready for use. The probable root cause cannot be determined based on the information provided and fse's field evaluation. The fse performed a recalibration of the affected mtms, no motion issues were found.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the customer had table motion was lost error message and the surgeon lost control of his arms and both masters started drifting. The surgeon recovered the error and continued with the procedure. The customer uploaded error logs and noted the 25921error pointing to the table being turned off. The tse noted no errors associated with the master tool manipulator (mtm)s. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter informed that when the mtm was drifting, the arms on the patient side cart were also moving. It is unknown what direction the arms were moving but the surgeon was able to immediately recover from the issue and continue with the procedure using the same system. There were no injury or harm to the patient.